Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event occurred? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (I. E. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Was the patient¿s hospital stay extended due to the prolonged procedure? Has the patient undergone any additional procedures to try and locate the needle tip? Does the surgeon believe that the needle tip is retained in the patient? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Were there any adverse patient consequences? What is the patient¿s current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a laminoplasty on (B)(6) 2023 and suture was used on the subcutaneous to close the wound. The suture method was interrupted suture. During the procedure, a scrub nurse noticed that the needle tip was broken when the nurse was counting the number of needles after wound closure and reported it to the surgeon on the spot. An x-ray was immediately performed to look for a needle tip that might have been left in the body, but none was found. The operation time was extended by 45 minutes. The current status of the patient was reported as the patient is in the hospital. The surgeon¿s opinion about the causal relationship between product and event was reported as no. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code vcpb864d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Product complaint # (B)(4). Date sent to the FDA: 11/30/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/6/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: correct info : there were no adverse consequences to the patient. What tissue was being sutured when the event occurred? Subcutaneous tissue. Was additional dissection required in other tissues other than the target tissue? If yes, please describe. No. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time if yes, please explain. No. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No. Was the patient¿s hospital stay extended due to the prolonged procedure? No. Has the patient undergone any additional procedures to try and locate the needle tip? Took an x-ray. Does the surgeon believe that the needle tip is retained in the patient? Physicians believe it is unlikely that needle fragments remain in the patient's body. If the piece(s) were retained, where are they located/in what structure? As of august 28, the hospital has the product, but it is scheduled to be collected. If retained, were there any patient consequences? No. If retained, are there plans for removal of any remaining fragments? No reoperation is planned unless the patient develops symptoms. And, physicians believe it is unlikely that needle fragments remain in the patient's body. Were there any adverse patient consequences? No reports at this time. What is the patient¿s current status? The patient discharged.